Manufacturer narrative:
D10 concomitant medical product: gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y); gl-182, gl-182 polysorb* 3-0 vio 75cm cv25 x36 (lot#a3m1729y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the suture, the thread disconnected from the needle while the needle was inside the wound. Additionally, the stitch was described as fragile, and the needle bent easily. It occurred on 13 sutures.